Event description:
It was reported that the patient was admitted to the hospital due to a cardiac arrest. It is currently unknown if the cardiac arrest was related to the spinal cord stimulator (scs).